Event description:
It was reported that the patient underwent an effective screening trial. Two hours post dosing on (B)(6) 2011, the patient experienced mild diarrhea which was probably related to the drug; no intervention. The patient recovered on the same day and was transitioned to long-term administration on (B)(6) 2011 with dose titration on-going for several days. On (B)(6) 2011, the patient's dose was increased to 90 mcg/day. On (B)(6) 2011, the dose was decreased to 79.9 due to weakness, headache and "consciousness disturbance". The symptoms were reported to be mild, not serious, no intervention other than dose change was required. The patient recovered on the date of the event. Per the reporter, "because the headaches disappeared after a reduction to daily dosage, they were judged to have been caused by an overdose. Weakness and consciousness disturbance were also judged to have been caused by an overdose for the reasons given above." The dose was subsequently adjusted over the next several weeks; last reported dose was 70 mcg/day on (B)(6) 2011. Drug delivered via the device was gablalon.

Manufacturer narrative:
Catheter model: 8711, serial# (B)(4), implanted/explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).